Manufacturer narrative:
: This report is for an unknown cannulated screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: rockett, m.s., zygmunt, k.h. And brage, m.e. (1997), the use of the synthes® 7.3-mm. Cannulated screw in rearfoot and ankle surgery: a preliminary prospective study, the journal of foot and ankle surgery, vol. 36 (2), pages 87-94 (USA). The aim of this prospective study is to present an introduction to the configuration, techniques, and to provide a preliminary report on a prospective study of the synthes 7.3-mm cannulated screw system. Between october 1994 to october 1995, a total of 29 patients (16 males and 13 female) who underwent 31 reconstructive surgeries of the foot and ankle, with a mean age of 40.86 years (range, 15 to 69 years) were included in the study. Surgery was performed using synthes 7.3-mm cannulated screw system. In talonavicular joint site, if the tuberosity or the width of the navicular appears preoperatively to be small, a synthes 4.5- or 6.5-mm screw systems will be utilized. For calcaneocuboid joint site, if the body of the cuboid or the anterior portion of the calcaneus is found to be too small preoperatively or intraoperatively, another form of fixation should be considered using synthes 4.5-mm screw or an anterior cervical plate for fixation. The follow-up period ranged from 9 months to 20 months. The following complications were reported as follows: a (B)(6) year-old female patient had nonunion. A (B)(6) year-old female patient developed an acute phase of her charcot neuroarthropathy, with collapse of the union site 1 month postoperatively which caused one screw breakage at the runout of the screw. A (B)(6) year-old male patient had one screw that caused pain only while in shoe gear and had palpable screw heads on examination. She also had runout of screws (loosening). A (B)(6) year-old male patient had one screw that caused pain only while in shoe gear and had palpable screw heads on examination. A (B)(6) year-old female patient had one screw that caused pain only while in shoe gear and had palpable screw heads on examination. The patient developed a painful cystic area at the region of screw removal that required further surgery for alleviation of the pain. A (B)(6) year-old male patient had one screw loosening. This report is for an unknown synthes cannulated screws. This is report 5 of 6 for complaint (B)(4). It captures the reported (B)(6) year-old male patient who had pain and palpable screw heads.